Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error can be considered as contributory, as the patient was using expired supplies.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: she has been getting multiple occlusion alarms on the pump for 1-2 weeks now and cannot figure out what to do. Patient states she has changed her site and tubing and cartridge several times but continues to get occlusions. She received an occlusion alarm last night while sleeping and woke up this morning with a blood glucose (bg) of 490 mg/dl. She has dry mouth and a sugary taste in her mouth, has mild ketones. Customer technical support (cts) reviewed with patient and found that the patient is using expired supplies. Her cartridges, tubing, and infusion sets are all expired by about one year. Additionally, patient is removing the paper from the front of the adhesive prior to inserting it into the skin: cts reviewed proper insertion technique. Had patient remove the cartridge from the pump and manually push the insulin through the cartridge and tubing. She was able to see insulin coming out the tubing without meeting any resistance. Advised patient to remove her skin site and she states the cannula is not bent. Patient states she uses her abdomen for her sites and tends to favor one area. Patient has used only her abdomen for 5 years for her sites. She thinks she has scar tissue and cts advised her that the scar tissue could be causing the occlusions. This compliant of hyperglycemia is being reported based on the use error of the patient using expired cartridge supplies.